Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000288362 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. H3 other text : discarded.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery cutout. Not heating or cutting, but the box still beeps. The polyfuse was not in effect. Power setting was on 3.no added incisions. Added time due to opening a new kit to finish case. No patient harm.